Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in-clinic for syncope due to increased pacing threshold and noise resulting in over-sensing and no pacing on the right ventricular (rv) lead. The device was reprogrammed to resolve the rv lead increased pacing threshold and noise. The patient was stable following this event.